Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle would not retract after the testosterone injection and broke off into the patient's thigh. The following information was provided by the initial reporter: "the customer called and reported that while giving himself a testosterone injection, the needle did not retract and broke off in his thigh. At the time of the call, he had still not sought medical attention."

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle would not retract after the testosterone injection and broke off into the patient's thigh. The following information was provided by the initial reporter: "the customer called and reported that while giving himself a testosterone injection, the needle did not retract and broke off in his thigh. At the time of the call, he had still not sought medical attention."

Manufacturer narrative:
The following fields have been updated due to additional information: e.4. The initial reporter also notified the FDA on 08-apr-2022. Medwatch report #mw5108929. H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.